Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complainant device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that a jag precursor was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2009. According to the complainant, during the procedure the guide wire was locked and re-locked for exchange during the therapy. However, before one of the exchanges, the physician noticed that the over sheet of the wire was damaged. He removed the jagwire and completed the procedure using another jagwire. Attempts to obtain add'l info regarding the circumstances surrounding this event and pt condition have been unsuccessful to date. Should add'l relevant details become available, a supplemental report will be submitted.